Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of stenosis, neurological event and visual disturbances are known observed and adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent stenting in the left internal carotid artery with the xact stent. On (B)(6) 2011, the patient was found to have in-stent restenosis with visual changes and right hand numbness. The patient underwent a left carotid endarterectomy on (B)(6) 2011 with removal of the xact stent. The symptoms resolved on (B)(6) 2011. The physician confirmed this event was not a stroke. There was no additional information provided.